Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a vein retrograde approach. The 90% stenosed and a target lesion was located in an anastomosis shunt in a moderately tortuous and non-calcified vein. After a guide wire was crossed, a 5.0 x 40 40cm mustang balloon catheter was advanced for pre-dilatation. The first inflation was done at 18 atmospheres and the second inflation was done at 20 atmospheres. However, upon the third inflation at 22 atmospheres after 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.